Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that wireless foot pedal is not working. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: footswitch : footswitch - button issue- mode button is broken. Minor scratches on the unit. The mode button was not replaceable, hence repair of the device was declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during an unknown surgery on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device was not working. During in-house engineering evaluation, it was determined that the mode button was broken on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.